Event description:
Healthcare professional called and reported that one day after injection "close to the nasolabial folds" with one syringe of juvederm voluma xc, the pt experienced "blanching and tingling like a tickle around the injection sites." Pt was seen by the healthcare professional, who observed necrosis around the injection sites. Pt was treated with hyaluronidase and nitro paste. The symptoms looked good and were resolving later that night but the next day the affected area was blanched. Symptoms have not resolved.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of necrosis, tingling and blanching are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.